Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on the product. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
He product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.5/+1.5/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019, the lens was exchanged with a same size, different sphere/axis lens due to refractive surprise. The problem is resolved. Reportedly, the doctor chose the initial lens to target lower correction, but the actual correction was even lower than what he'd expected. The cause of the event is reported as unknown.